Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause of the issue was defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing compromises the dynamic behavior of the pressure regulator. This leads to overshooting of the internal o2 pressure and triggers the alarm "technical failure 388 - no o2 dosing possible" and leads to the o2 gas path shut-down by the bellavista software (safety procedure). "Alarm 388 always triggered in combination with alarm 271 - "o2 supply failed". Logged o2 supply pressure when alarms 388 were triggered: 3.3 to 3.7 bar." As a resolution, need to replace inspiration block - o2 pressure limiter.

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, the log files and screenshots of the device have been sent. It shows a problem with the o2 pressure regulator. The regulator increases to match the input pressure after 30 seconds of activating the o2 safety valve but when they switch the safety valve off the alarm remains even. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has error 387 & 388 (no o2 dosing possible), 271 (o2 supply fail - no o2 dosing possible). The issue occurred during patient-use and indicated that they have provided intervention to prevent patient harm. The customer confirmed that there was no patient harm associated with the reported event.